Event description:
It was reported to vyaire medical that the avea ventilator is not receiving any ac power at all. Furthermore, there was no information for patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3: 81; the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the consumer was instructed to replace the gde (gas delivery engine) and call back once he decided to order. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned.